Manufacturer narrative:
(B)(4). Batch # m90v8l. Additional information was requested and the following was obtained: what is meant by device misfired? Did device not feed clips? Did device jam? Did device fire malformed clips? Did device drop or eject clips? I don¿t have any more information. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, one unformed clip and one conforming clip were returned taped on the handle of the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired three times. Case completed with another device of the same product code. There were no patient consequences reported.